Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She sought medical assistance. She was diagnosed with a yeast infection and was prescribed antibiotics. She experienced vaginal discharge, itch and bleeding. She was later diagnosed with a bacterial infection and was prescribed a two week antibiotic. During the time of the infection the consumer stated that she suffered a miscarriage.